Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted which reveled that as part of the manufacturing process some units were discarded, since they were identified with a defect in the seal which are potentially associated to the unit reported in this complaint. Visual inspection was performed with naked eye and an opening in the vertical seal was noted. Functional testing was performed on a companion sample which included leak testing. All functional testing performed was acceptable. The reported condition was verified. The cause was determined to be a manufacturing issue. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap package was not sealed well towards the middle of the package. This event was identified before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.